Manufacturer narrative:
The customer reports that the original sample tube was re-centrifuged prior to re-testing. One other sample that produced a reactive result in the same run was reproducibly positive upon re-test. Siemens continues to investigate. The instructions for use states in the limitations section: "this assay should not be used to diagnose or exclude acute infection. Results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings. A reactive test result does not exclude past or present infection by other coronaviruses, such as sars-cov-1, mers-cov, hku1, 229e, nl63, or oc43." A false positive/reactive result would not be used in isolation and would be correlated with clinical history. Additional laboratory testing would be used to determine specific antibody presence. Although there is no potential for serious injury in this case, an MDR will be reported to the FDA as a requirement of the emergency use authorization (eua).

Event description:
The customer observed an initial reactive (positive) advia centaur xp sars-cov-2 total (cov2t) result that was considered discordant when compared to repeat non-reactive (negative) results and pcr. The initial reactive cov2t result was not reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant cov2t result.

Manufacturer narrative:
MDR 1219913-2020-00394 was filed on 15 october 2020. Additional information - 20 november 2020: siemens healthcare diagnostics has concluded its investigation of atellica im and advia centaur sars-cov-2 total (cov2t) non-reproducible false reactive results with kit lots ending in 004, 005, 035 and 006. Siemens investigation determined that although non-reproducible false reactive results were observed with multiple kit lots, results indicate the negative percent agreement confidence interval of the kit lots evaluated overlap the confidence interval in the IFU; therefore they are performing within claims and a change in performance has not been confirmed. The IFU states in the limitations section: "this assay should not be used to diagnose or exclude acute infection. Results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings. A reactive test result does not exclude past or present infection by other coronaviruses, such as sars cov-1, mers-cov, hku1, 229e, nl63, or oc43." A false positive/reactive result would not be used in isolation and would be correlated with clinical history. Additional laboratory testing would be used to determine specific antibody presence. The advia centaur xp sars-cov-2 total (cov2t) lot 006 is performing as intended. A product performance issue has not been identified. No further evaluation of the device is required. The investigation finding and investigation conclusion codes were updated.